Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and completed the failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have a broken conductor wire. The conductor wire was broken at the grip routing. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. The instrument was also found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument failed an electrical continuity test on 3 out of 3 attempts.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument wire was frayed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue was observed intraoperatively. The wire was frayed at the distal tip. This was noticed on the screen, and the instrument was removed. A back-up instrument was used. It is unknown if there was loss of cautery. There were no signs of thermal damage. There were no issues removing the instrument from cannula. No fragments fell. The procedure was completed with a back-up instrument of the same kind.